Event description:
It was reported that the autopulse platform displayed a "system error" message several times. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. External visual inspection was performed and it was found that the short black cover was damaged and the battery latch lock was bent. Internal visual inspection was also performed and no damages were observed. From the condition of the returned platform, the external damage appears to have been due to wear and tear. Functional testing was performed and the reported complaint of the platform displaying a "system error" was not observed. However, multiple user advisory (ua) 17 (max motor on time exceeded during active operation) messages were observed during testing. Further inspection of the device, identified the cause of the ua 17 to be due to a defective drivetrain motor. Following replacement of the drivetrain, functional testing was continued and the platform performed as intended with no other user advisories or warnings observed. A review of the platform's archive was performed and there were no user advisory codes observed on the reported event date of (B)(6) 2015. Based on the investigation, the parts identified for replacement were the short black cover, the battery latch lock and the drivetrain motor. In summary, the reported complaint was not confirmed as no "system errors" were observed during functional testing or during review of the platform's archive. Multiple user advisory (ua) 17 messages, were however observed during functional testing and are attributed to a defective drivetrain motor. Following service, including replacement of the drivetrain, the device passed all testing criteria.